Manufacturer narrative:
This incident occurred outside of the untied states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's father stated that the patient had been experiencing elevated blood glucose of up to 450 mg/dl for the past 1-2 weeks. He corrected elevated blood glucose by blousing through the infusion device and by using an insulin pen. In 2009, the patient's blood glucose measured 253 mg/dl at 3:35am and he bolused 3 units through the infusion device and at 5:00am his blood glucose measured 377 mg/dl. He bolused 4.5 units of insulin through the infusion device and at 7:00am, his blood glucose measured 215 mg/dl. He ate and bolused 8 units of insulin through the infusion device and at 3:00pm, his blood glucose measured 166 mg/dl. His normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.